Event description:
The customer stated that she was hospitalized for high blood glucose levels and dehydration. The customer reported a blood glucose reading of 237 mg/dl. Prior to the event, the customer stated that she had a headache, nausea and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer felt that the hospitalization was due to the infusion sets that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.